Manufacturer narrative:
(B)(4); the explanted products were expected to be returned for analysis. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate shocks. The patient was hospitalized and the device programmed off pending a review of the episodes. A review of the episode print outs showed very noisy ecgs with high amplitude noise. Technical services discussed troubleshooting steps, to recreate the type of noise seen in the episodes, and requested device data and x-rays to verify system position. It was noted in the device data that there had been 20 untreated episodes stored since the last follow-up. Technical services discussed finding out what the patient was doing at the time of the shocks and to know if the patient had experienced an accident or a change in body composition. Testing showed less noise was created in the secondary sense vector, so the physician could try that as sensing and r-waves appeared good. X-rays showed no change in the position of the electrode since implant. Technical services further discussed possibilities that could be investigated invasively, such as verifying whether the suture sleeve moved over the sense b node or ensuring the electrode was fully inserted into the device header with the setscrew tightened properly. An invasive procedure was performed five days later. The physician observed the sense b node was under the suture sleeve when the incision was opened. Also, an area of damaged insulation was noted. The system was therefore explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. A small hole in the seal plug was observed, but no fluid infiltration was present and this would not have contributed to the observations. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate shocks. The patient was hospitalized and the device programmed off pending a review of the episodes. A review of the episode print outs showed very noisy ecgs with high amplitude noise. Technical services discussed troubleshooting steps, to recreate the type of noise seen in the episodes, and requested device data and x-rays to verify system position. It was noted in the device data that there had been 20 untreated episodes stored since the last follow-up. Technical services discussed finding out what the patient was doing at the time of the shocks and to know if the patient had experienced an accident or a change in body composition. Testing showed less noise was created in the secondary sense vector, so the physician could try that as sensing and r-waves appeared good. X-rays showed no change in the position of the electrode since implant. Technical services further discussed possibilities that could be investigated invasively, such as verifying whether the suture sleeve moved over the sense b node or ensuring the electrode was fully inserted into the device header with the setscrew tightened properly. An invasive procedure was performed five days later. The physician observed the sense b node was under the suture sleeve when the incision was opened. Also, an area of damaged insulation was noted. The system was therefore explanted and replaced. No additional adverse patient effects were reported.